Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of shoulder and elbow surgery, titled ¿clinical and radiologic results after anatomic stemless shoulder prosthesis: a minimum 4-year follow-up¿. The study reviewed forty-two (42) patients who underwent anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha) using eclipse (arthrex) and cemented glenoid (type, brand, manufacturer unknown), to address primary osteoarthritis. Additionally, the study reviewed eleven (11) patients anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha) using eclipse (arthrex) and cemented glenoid (type, brand, manufacturer unknown), to address secondary osteoarthritis (including fracture sequelae, osteonecrosis, and the osteoarthritis caused by instability). During the seventy (70) month follow-up period, two (2) patients experienced glenoid wear leading to revision of hemiarthroplasty. Source: ambros, leander, et al. "Clinical and radiologic results after anatomic stemless shoulder prosthesis: a minimum 4-year follow-up." Journal of shoulder and elbow surgery 30.9 (2021): 2082-2089.